Event description:
It was reported that filter cannot be retrieved. Vascular assess was obtained via left. The 97% stenosed, 16mm in length, 7mm vessel diameter, eccentric de novo target lesion was located in a moderately tortuous carotid artery. The lesion contained >45 and <90 degrees bend. A 190cm filterwire ez¿ was selected and used to treat the target lesion. During procedure, it was noted that the device cannot be retrieved to the sheath. The whole system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).